Event description:
It was reported that the patient was taken to the emergency room by ambulance due to an electrical storm. It was noted that the patient received shocks due to ventricular tachycardia and ventricular fibrillation with 14 failed shocks. It was also reported that the device was deactivated in the ambulance due to inappropriate shocks. It was also noted that there was a lead warning due to noise on the right ventricular lead (rv) lead due to a possible fracture. The patient was intubated upon arrival to the hospital and resuscitation was attempted. It was reported the patient died due to cardiogenic shock.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 5076-52, implanted: (B)(6) 2014.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary # product ID# d364drm. The device was returned and analyzed and no anomalies were found.